Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: upon opening the loop spare 26183md large for the patient the loop was intact. Upon starting to use the loop, the snare wire detached and separated into two. The doctor had to opt for monopolar l-hook to perform and complete subtotal hysterectomy. There was no information about patient injury and no further intervention required. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
Result of investigation: it is assumed to be a user error. The cutting wire shows discoloration at the two break points, which can be attributed to the effect of excessive temperatures. This can weaken the wire and cause it to break. Part of the insulation is missing. It is not possible to trace whether this was already removed in advance or only came off after the sling was damaged. According to IFU 97000001_v 3.1 - 04/2018, the article may only be used briefly with a peak voltage of max. 950 vp. If this usage time is exceeded, this error pattern may occur. Premature loading without tension can also cause the loop to break. The event is filed under internal karl storz complaint ID: (B)(4).